Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Review of the stored electrogram revealed far -r wave oversensing. Programming changes were recommended. No further information is available.